Manufacturer narrative:
Investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient contacted them almost 2 weeks after treatment stating that their abdomen was really swollen. They did the treatment at 60j and 3 passes. Patient was having some sessions of velashape but in other areas (tights and flanks). Thrombocid was giving for haematoma after treatment.

Manufacturer narrative:
The product evaluation was completed. A review of the log file showed the system was performing as expected. There were no errors during the treatment. A total of (B)(4) sites were treated at 60j. At these sites, a total of (B)(4) decoupling warnings were posted. The decoupling warnings are feedback to the doctor to ensure that the face of the replaceable treatment cartridge (rtc) is making good contact with the patient. The rtc was soft and needed some water to be able to pass testing. There were 192/27.5 treatments remaining. No errors or problems were seen while using during (B)(4)treatments. The rtc passed power monitor/ring down testing and passed tfs testing. The rtc will be given to quality. The device final test verification specifications are acceptable. There were no non-conformities or anomalies found related to this complaint when reviewing the device history record. The doctor from the user facility confirmed that the patient recovered from the swelling. This investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. According to liposonix safety risk assessment and liposonix user manual, edema is a possible side effect of liposonix treatment in targeted tissue. The investigation is complete.